Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys estradiol iii assay result for a patient sample tested on the cobas e 801 analytical unit. The initial result was 1563 ng/l. The repeat result was 776 ng/l. The test was repeated as the initial result was questioned by the physician.